Event description:
It was reported that the user experienced repeated ilet occlusion alerts while using a contact detach steel infusion set, with a reported blood glucose reaching 318 mg/dl. Alerts were occurring despite multiple full supply changes and confirmed droplet flow during tubing fills; the user temporarily switched to a prior pump due to low supply and later reconnected to the ilet with additional guidance. Customer care provided support that included remote troubleshooting, guided supply change and collection of lot numbers. Investigation of this case revealed an intermittent insulin delivery obstruction consistent with infusion set or site-related occlusion, with no evidence of air in the cartridge or connector mis assembly, and alerts resolving transiently after supply changes before recurring. Symptoms included sleepiness and irritability associated with hyperglycemia. Outcomes included temporary interruption of ilet therapy and continued operation on an alternate pump without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was infusion site or set-related occlusion leading to interrupted insulin delivery.